Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube and corroded battery cap. Insulin pump was unable to perform operating currents due to blank display. Insulin pump was unable to verify failed battery alarm due to blank display. Insulin pump received with minor scratched display window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported a blank display with the insulin pump. Troubleshooting showed that there were damages to the battery cap. Customer reported that the display remains blank after battery change. Advised insulin pump will be replaced. Nothing further was reported.